Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. This is 2 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4).

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient¿s grandparent reported that on 05/10/2024 the patient threw up all night. At around 7:00 am on (B)(6) 2024 the grandparents took the patient to the hospital using their car. The omnipod 5 insulin pump display and the dexcom app did not show readings. At the hospital, the patient¿s blood glucose (bg) finger stick (fingerstick) value was 336 mg/dl, and continuous glucose monitor values returned and displayed ¿high.¿ he was diagnosed with diabetic ketoacidosis (dka) and received treatment at the critical care unit with insulin and IV fluids to lower his bg level. During this period during the hospital stay the cgm readings were ¿all over the place,¿ inaccurate, and sometimes did not display any readings. After his bg level stabilized, he was discharged home on (B)(6) 2024 around 4:00 pm or 5:00 pm. At the time of the report the patient was in stable condition. Data was provided for investigation. The problem of or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.